Event description:
A patient was diagnosed with an ectopic pregnancy following an essure micro-insert placement procedure. Essure procedure was performed on (B)(6)2008; an hsg confirmation test was performed on (B)(6)2008. The hsg report noted occlusion of both tubes, however, it also stated that the micro-insert on the left side appeared "tortuous." The ectopic pregnancy occurred within the patient's left tube. The patient was treated for the ectopic pregnancy and was responding well.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.